Event description:
The pump was returned to animas due to reported reoccurring loss of prime warnings. The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor pins were found to be partially dislodged. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the display screen was found to be misaligned and the force sensor pins were found to be partially dislodged. The force sensor assembly was found to have contamination. Unrelated to the event the battery cap threads were found to be stripped. The display was found to have a dim reddish tint. (B)(6). Correction number - 2531779-03/24/2010-003-r.